Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the one grip close cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Engineering also observed a derailed cable. The same cable that is frayed is also derailed from the distal idler pulley. The one grip close cable is derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. Engineering concluded cable derailment is likely due to cable losing contact with pulley during wrist articulation. The cable derailment likely contributed to the cable fraying. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure the mega suturecut needle driver instrument was noted to have wires coming out of the end of the instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.